Manufacturer narrative:
(B)(4). No product or images were provided to assist in this investigation. Final inspection for keller-timmermans introducer set with rutner adapter, requires 100% inspection to confirm surface of sheath is free of excessive dents, bumps, or other surface imperfections. Confirm distal tip is sanded and free of rough edges. Also, in the instructions for use (IFU) supplied with the product, the intended use section notes: "the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." And in the precautions section: "when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." Although no device was returned for evaluation, the physician's statement ("the setup of the own made stent on the sheath was poor and it damaged the vessel when its insertion.") Appears to explain that another device was the cause of the failure described. Assessment of risk has determined that although not required, risk reduction activities are recommended; however, the benefits of this device far outweigh the potential risks to the patient and therefore, no risk reduction activities will be pursued at this time. We will continue to monitor for similar complaints and we have notified appropriate internal personnel.

Event description:
On (B)(6) 2011, an own made stent graft for thoracic was mounted on a keller-timmermans curved guiding sheath. The physician inserted it into the 8.5mm uncalcified untortuous right femoral by tug of wire technique. Advancement of the sheath was difficult since the sheath became distorted due to insufficient mounting of the own made stent graft. Then the physician changed a wire guide to a lunderquist, and could advance the sheath, placing the stent graft at the target site. After reduction in blood pressure and rupture of the right external iliac artery were confirmed, the physician placed zenith stent grafts and compressed the rupture with the iliac leg graft. However, blood leakage would not stop and abdomen prominence was confirmed. Angiography showed the bypass of sma became occluded. Other manufacturer's stent was additionally placed for the rupture but the leakage did not stop. It was mostly stopped by additional placement of a zenith iliac leg graft. Open surgery for occluded sma bypass and abdomen prominence was performed. On (B)(6) 2011, large intestine became necrotic and was exenterated. On (B)(6) 2011, the patient deceased due to multi organ failure.